Event description:
The customer reported during a procedure, they received a 'failure linked to the detection of anticoagulant level, call technician, stop the donation' alarm. The customer aborted the procedure and product was lost. The patient information is unavailable at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a trima accel set was received for investigation. Upon visual inspection the reservoir was noted to be full. Blood had traveled up the line into the vent bag. The flow of ac was verified. Air bubbles were noted in the line below the filter. No mis-assembles or defects of the set were found. No channel defects or twisting of lines were noted. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A service call was placed and the technician confirmed that the machine was out of calibration. The service technician re-calibrated at the time of the service call. A later service call subsequently tested and confirmed the functionality of the upper and lower level sensors root cause: a definitive root cause for this particular issue remains undetermined at this time. No disposable defects were identified. Based on data log review, this incident is related to a first cycle seen too soon alarm. This alarm is generated by an early detection of fluid at the upper level sensor. Possible causes for level sensor alarms include but are not limited to:- partial obstruction to the access line- air block at plasma line- defective inlet pump or inlet pump occlusion- fluid trapped in upper portion of level sensor reservoir (foam in reservoir)- defective upper or lower level sensor (if fluid not actually there)corrective action: version 6.0 software has improved the accuracy of detection of the fluid transition at the upper level sensor, which results in better accuracy in detection of this alarm.

Event description:
(B)(6).